Event description:
It was reported that the patient experienced no stimulation sensation from the implantable neurostimulator and a loss of bladder control when leaving the hospital after implant surgery. The programs were changed and the voltage increased and the patient still felt nothing. It was confirmed that the stimulation was on. It was later reported that the patient had a lead replacement due to lead migration caused by the patient getting the ¿temp wire¿ caught and pulling the lead away from nerve. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3889-28 lot# v750604 implanted: (B)(6) 2011 explanted: unk programmer model 3037 serial #(B)(4).